Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address vertical positioning of the cup resulting in hip pain. Update rec¿d 4/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. We are adding the head and liner to address the metal on metal allegations. The complaint was updated on : 5/12/2014. Update 6/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup. It should be noted that the cup hard to seat during the primary operation. No labs were provided for the alleged high metal ions. The stem is now being added for the alleged high metal ions. Part/lot still not provided. The complaint was updated on: 6/30/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.